Manufacturer narrative:
Visual examination revealed that the sheath tube broke at the land between the irrigation openings at the proximal end. Excessive force was used on device. Tests have shown that high forces applied to one side of the sheath in conjunction with low load cycles can in no way reproduced the damage pattern of the complaint. Such loads will always cause deformation/damage at a different location. Those tests also demonstrate the mechanical stabilization effect of the inner sheath by the outer sheath and the enormous deformations of the sheaths without visibly damaging the location in question. If contrary to expectation the user won't notice a problem until the final breakage occurs, when pulling out the resectoscope, the inner sheath is also pulled out as a result of the deformation of the outer or inner sheath, which will certainly occur I. E., the product can be removed safely. Instructions for use have been reviewed and considered adequate as there is a warning about excessive force. Rw(B)(4) considers this matter closed. In the event add'l info is received by rw(B)(4), a f/u report will be sent to FDA.

Event description:
Richard wolf medical instruments (B)(4) was notified by one of our distributors that the device in question broke at the end of the procedure. The broken fragment was easily removed and no negative health consequences for the pt or staff has been reported.

Manufacturer narrative:
A full investigation is currently in progress as the actual device was returned to the richard wolf (B)(4). Richard wolf considers this matter open. When additional info is received, we will provide FDA with follow-up.